Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 63 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to a flattened escape button dome switch. No button error alarm was noted during testing. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, a severely scratched display window and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.